Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys insulin results for an unknown number of patient samples. The issue was noticed when the customer discovered some of the maintenance activities had to be performed more frequently than recommended to keep qc results in range. Data was provided for six patient samples. The initial results were reported outside the laboratory and were questioned by the research physician. The patients were not adversely affected. The reagent lot number was 157805. The expiration date was requested but was not provided. The field service representative could not find a cause. He completed checks and testing and ensured the instrument was performing within specification on the voltages, pump pressures, alignments, and assay performance. Review of the provided calibration and qc data found all results were acceptable. A general reagent issue could be excluded. It was very likely that a sample handling/storage or instrument issue was the root cause.